Event description:
Customer reported the system is displaying an x-rays disabled error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the isolated interface board, the system interface board and the interconnect and interface cables. System operates as intended.